Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial/lot#: (B)(4). Description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The symptom was abscess at the pocket site. It was believed that the infection was not device or procedure related. The patient underwent an explant procedure. No device malfunction suspected. The infection was cleared out and the patient was doing well.